Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with pulling on both sides of the lock line during removal. The cause of the reported unintended movement (clip open ¿ locked) was due to the IFU deviation. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report a clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The clip passed first establishing final arm angle (efaa) test. After lock line removal, the clip opened about 30 degrees. The reason is that doctor pulled the lock line on both sides instead of one side at a time. In addition, after admission to the intensive care unit, a small amount of pericardial fluid and a slight drop in blood pressure were confirmed. Drainage was performed. According to the physician, the steerable guide catheter does not seem to have caused the pericardial effusion. The septal puncture took a long time, causing damage to the atrial septum, and accumulation of pericardial fluid. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The steerable guide catheter is filed under separate medwatch report number.